Event description:
An international customer reported an event of an odor emitting from the sterrad 100nx sterilizer. Multiple healthcare workers (hcws) experienced reactions of "smarting eye" and "smarting nose." The hcws did not seek or receive any medical attention/treatment and is reported to be "fine." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00074 and 2084725-2014-00075.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
Manufacturer date: 10/01/2012. Parts replaced during service: oil mist filter, catalytic converter, and vacuum pump oil. (B)(4). Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (08/09/2013 to 02/05/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from 03/2013 through 02/2014 and revealed a significant trend which was addressed through CAPA. The trend of the problem code eye reaction was reviewed from 03/2013 through 02/2014 with the highest risk acceptability rate considered to be broadly acceptable. The trend of the product malfunction code human reaction was reviewed from 03/2013 through 02/2014 with the highest risk acceptability rate considered to be broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 100nx system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 100nx system. No parts were returned for further evaluation, therefore the cause was not confirmed. The issue has been resolved at the customer facility and will be tracked and trended.